Event description:
Device underinfused during technician testing in shop. No information was received if the user facility has any record of pt incident involving the pump since the last baxter service event.